Manufacturer narrative:
The reported issue was unconfirmed. The root cause for the reported event could not be determined. The device was not returned. Called operator on 19nov2025, transferred to the biomed. Spoke with biomed who stated they tested this device with two cables, a foley probe and ran a patient simulation on the device and there were no problems reading temperature. They exchanged the cable preemptively but did not notice any noticeable damage. Device was returned to use. A DHR review is not required as the reported event is unconfirmed. A labeling review is not required as the reported event is unconfirmed. Based on the results of the investigation, no additional actions are needed. Correction: d. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the nurse stated therapy had stopped because probe was not registering in an arctic sun device. Before probe showed patient temperature (pt) was at 33.5c and then rapidly dropped patient temperature (pt) and then went out completely. Swapped out probe and temperature cable and at first patient temperature (pt) registered at 33.5c but then dropped low again and went out completely. Checked connections and advised swapping out devices and send this one to biomed for evaluation. Sn (B)(6). Per follow up information received via phone on 17nov2025, spoke with charge nurse who confirmed this device had been taken out of service. They had contacted their sales representative and wanted to review the case data. They had not received it at this point, but the engineers may have pulled it at this time. Called operator on 19nov2025, transferred to the biomed. Spoke with biomed who stated they tested this device with two cables, a foley probe and ran a patient simulation on the device and there were no problems reading temperature. They exchanged the cable preemptively but did not notice any noticeable damage. Device was returned to use.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the nurse stated therapy had stopped because probe was not registering in an arctic sun device. Before probe showed patient temperature (pt) was at 33.5c and then rapidly dropped patient temperature (pt) and then went out completely. Swapped out probe and temperature cable and at first patient temperature (pt) registered at 33.5c but then dropped low again and went out completely. Checked connections and advised to swap out devices and send this one to biomed for evaluation. Sn (B)(6).